Event description:
It was reported that the patient presented with elevated rv threshold and decrease in amplitude. Suspected microdislodgement of lead. The lead was removed and replaced.

Manufacturer narrative:
The reported sensing and threshold anomaly could not be reproduced in the laboratory. The damage found was sustained during the surgical procedure.